Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, peri-implantitis, infection, fistula. Infection in immediate extracted site. Same patient as (B)(6).